Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the bone cement's device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The patient was reportedly implanted in (B)(6) 2008 and revised for infection in (B)(6) 2009. It is not reasonable to conclude the depuy devices contributed to the patient's reported infection more than nine months post primary. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient has experienced pain and discomfort in his hip. His hip prosthesis loosened and caused a severe and recurrent infection in his hip. He was also diagnosed with foot drop. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (right side). **patient is a resident of (B)(6), but was implanted in (B)(6) and explanted in (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had an infection and a loose acetabular component. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.